Event description:
Medwatch report received from user facility states: "pt was admitted for abdominal pain. During diagnostic work-up, a ruptured abdominal aneurysm was noted. Two surgeries ensued. Post surgery, pt suffered increased congestive heart failure, and degeneration of pt physical condition due to swallowing difficulties. Pt had a central line inserted for fluid nutrition. Pt and family refused feeding tubes, and a dnr (do not resuscitate) order was placed. On 12/14/1999, pt received two medications that required frequent blood pressure checks. A monitor was placed on a bed table for this purpose. At 7:30 am staff observed that monitor had fallen off the table and had landed on the central line tubing. The IV was noted to be infusing. Over the course of the next 90 minutes, several visits were made. Each time, pt was repositioned due to restlessness. At 9:00 am a staff member noted a lack of respirations. Honoring the dnr, no attempts were made to resuscitate. Further checks identified that central line had disconnected and that the pt had experienced blood loss. It is unknown what quantity and what role this had played in the pt's demise. Fifteen minutes had transpired since the IV had last been infusing. There is a question as to whether monitor's falling had loosened the connection, which was further threatened by the pt's movement and restlessness."